Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the dissection tip was opaque and not as clear as usual. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. The event occurred in (B)(6) but the hospital could not provide the exact date.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review could not be performed as the product lot number is unk. (B)(4).